Event description:
It was reported that during a ptca procedure for instent restenosis of the mid lda, there was a pin hole leak of the balloon on the first inflation, which resulted in a spiral dissection. Patient went to surgery for repair of dissection. Patient status is listed as "okay".